Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Updated: g3; h2; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: visit 1 and visit 2 pre-op x-rays of the left hip show femoral head component is asymmetric within the acetabular cup, consistent with superior polyethylene wear or damage. Visit 3 x-ray shows interval surgical revision/replacement of the head of the femoral component, which appears well centered within the acetabular cup. A definitive root cause cannot be determined. Attempts have been made to gather all product identification information, and no further information has been provided if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.

Event description:
It was reported that the patient underwent an initial hip procedure on an unknown date. The patient was revised due to unknown reasons. During the revision the surgeon found the explanted liner to be deformed. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D6a: implant date: unknown date in 1997. G2: foreign, event occurred in japan. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.